Manufacturer narrative:
The device was manufactured (B)(4), 2018 - (B)(4), 2018. The device was received for evaluation. Visual inspection on the returned unit using the naked eye found no signs of physical abnormality that could have caused the reported flow problem. A functional flow rate test was performed on the unit. The flow rates were found to be within the product specification range. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. The infusor was filled with 8000mg flucloxacillin in 230ml sodium chloride 0.9%. It was further reported that the device infused in 25 hours instead of 23 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.